Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the sureform 60 stapler instrument (part#480460-09/ lot# l10220725-0645) associated with this event has been performed. Per logs, the sureform 60 stapler instrument was last used on (B)(6) 2022 on system sl0919. The instrument had 11 remaining usable lives with no subsequent use recorded. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that staple was not delivered after the stapler triggered one staple. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, after one stapling, the sureform 60 stapler was not useable anymore. Tse detected error messages 22030 accompanied with 282 pointing to an unclamping and drivetrain failure. Since a user induced/ handling error could not be excluded tse reached out to the responsible clinical sales representative (csr) to arrange a case observation. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.